Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the pt wrote an e-mail to stryker duisburg with the request for info about spare parts for a knee implant, type interax isa which was implanted on (B)(4), 2002. She further states that the knee prothesis was instable from the beginning on and now her surgeon has diagnosed a breakage of the insert now. She want's to know whether it would be possible to change only the insert instead of the complete prothesis and if exchange inserts are still available.